Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump powered off due to battery depletion while in use, requiring the user to leave work and place the device on a charger to restore function; the issue involved premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge of the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.